Event description:
It was reported that using the bd vacutainer® sst¿ ii advance plus blood collection tube in some samples the serum ends up as a gel that is hard to pipet. The following information was provided by the initial reporter: we use your bd vacutainer sst ii advance tubes to collect serum. We recently ran into the problem that the serum (above the gel), in some samples, coagulates/ends up as a gel that is very hard to pipet. We thus end up with a smaller volume serum. We collect blood every 10 min for 60 min and it is not all tubes where we have this problem, it is just randomly distributed.

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.